Event description:
It was reported that the battery voltage read 2.59v, but was displayed for the date of eri (elective replacement indicator). It was noted that it was likely due to partial memory data corruption, and the device had been at eol (end of life) for a minimum of 68 weeks, likely longer, but that eol could not be announced by the programmer, since the time of eri was corrupted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: normal battery depletion.